Event description:
It was reported that during a laparoscopic nephrectomy procedure, the first device did not fire, and the 2nd device cut but only stapled on the kidney side, therfore they had no control of the renal artery and bleeding occurred. They had to convert to open to complete the procedure.